Event description:
It was reported per field service report: pump was on patient symptom - no ECG skin leads or transduced arterial pressure (ap). Problem intermittent; takes from 8 to 24 hours to occur. High level ECG and ap monitor signals ok. Findings/actions taken: replaced front end board. Passed functional testing.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.